Event description:
Per complaint (B)(4), a patient experienced a sinus perforation during a dental procedure. The perforation could not be repaired. The implant had low initial stability and was removed. The procedure was not completed within the same visit.